Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were inaccurate, cause was unknown. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer's blood glucose was 132 mg/dl.